Manufacturer narrative:
The exact implantation date of the derive is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported by the legal department, the patient underwent placement of an optease retrievable vena vava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, tilt, fracture, migration, failed removal attempts, filter embedment into the wall of the ivc and is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages. Required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture, migration and tilt could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the reported filter tilt could not be determined. The legal brief also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of an optease retrievable vena cava filter at (B)(6) hospital located in (B)(6). The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, tilt, fracture, migration, failed removal attempts, filter embedment into the wall of the ivc and is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages. Required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The event date has been updated. No additional information will be forthcoming.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease retrievable vena cava filter. The indication for the implant was not reported. The filter was placed via the left common femoral vein without difficulty at the tip at the level of l1-l2. According to the information provided the filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, tilt, fracture, migration, failed removal attempts, filter embedment into the wall of the ivc and is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages. Required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following information received per the patient profile form indicated that the filter is unable to be retrieved although there are no known recorded removal attempts. The patient is reported to have perforation of the device outside the vena cava and continue to experience anxiety, occlusion of the device, and right leg deep vein thrombosis (dvt) related to the device. In addition, the following information was also received on the patient profile form. Approximately one month after the filter implant the patient experienced swelling in the right thigh and calf with extreme pain, duplex venous u/s was performed and revealed severe extensive right lower (dvt). The patient was referred to vascular surgery. Approximately nine months after implant the patient experienced right leg swelling with mild pain, u/s) revealed non-occlusive thrombus within the right common femoral and popliteal veins, no evidence of thrombus in the right femoral vein. It was decided to start lovenox and apply warm compresses and elevate the leg. Forty-two days later u/s of the right lower extremity revealed chronic dvt of the superficial femoral vein, reportedly unchanged since the last ultrasound. Approximately one month later the patient was diagnosed with a subcutaneous hematoma in the right mid-abdominal wall, related to lovenox injections. Approximately two years and nine months post implant the patient visited the emergency room (ER)for complaints of chest tightness and shortness of breath. Reportedly the patient was concerned about another pulmonary embolism (pe) due to being in a cast and equalizer boot for the previous two months due to a gastrocnemius tear. Evaluation and assessment revealed a small partially occluding dvt in the right common femoral and popliteal veins, described as a new dvt. A computerized tomography scan was performed and revealed recurrent pe, due to the poor imaging study from the CT scan a ventilation perfusion (v/q) scan was performed and revealed low probability for pe. A consult with interventional radiology(ir) was requested for removal of the ivc due to suspected significant clot burden. The recommendation from ir has not been reported. A hematology consult recommended switching the patient from coumadin to injectable anticoagulation and the patient was started on fondaparinux. Ultimately the work up was negative for pe, the patient was started on proton pump inhibitors for what was felt to be gastro-esophageal reflux disease. Approximately two weeks later the patient was switched from fondaparinux to enoxaparin, at the time the right leg swelling was noted to be unchanged, the impression was probable recurrent thrombosis at the same site as the prior dvt. Removal of the ivc was not recommended at that time due to questionable pe, the patient was switched to arixtra and was to follow up with hematology. Approximately four years and two months after implant the patient injured the left calf after tripping on a children¿s toy while at home. The patient was diagnosed with acute muscle sprain. The patient also complained of another unspecified injury while trying to break up a fist fight at a friend¿s house. Due to the patient¿s history of dvt and pe a u/s was performed and revealed dvt in the right common femoral and popliteal veins. Approximately six years and three months post implant, follow up for long standing pain and tightness in the right gastoc muscle recommended to continue conservative treatment. Approximately eight years and three months post implant the patient complained of left lower leg pain after dropping a floor buffer on the lower part of the leg. The patient had numbness of the second and third toes and puffiness around the ankle. U/s revealed hypoechoic collections compatible with hematomas. A year and ten days later the patient fell down the ramp during a cruise and the pain worsened, additionally the patient had significant swelling of the right thigh and difficulty walking due to the swelling. Hematoma plan was instituted. It was reported that two days later the patient recovered from post-traumatic intramuscular bleed and requested to know if the ivc could be removed. The patient was referred to ir. The notes from fifteen days later indicate that a discussion was held regarding the need for anticoagulation therapy based solely on his heart condition in the setting of atrial fibrillation (af) that is well controlled and for possible ivc retrieval attempt and reconstruction with parallel viabahn placement. Informed consent was obtained at that time. Medical notes from approximately three weeks later indicate that the filter is nonfunctioning and removal was discussed. As mentioned in the notes: caudal ivc thrombosis with near complete occlusion, robust venous collaterals, asymptomatic despite active lifestyle, need for life long anticoagulation due to af, chance of filter perforating at this time is zero and retrieval would be done in conjunction with ivc reconstruction with risk higher than typical complex filter retrieval cases. Two weeks later the patient was seen in the ER due to left lower leg discomfort after moving a lot of furniture for new carpeting being installed. Assessment was left leg calf strain. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without post procedural films for review the reported fracture, migration, tilt, embedded, retrieval difficulty, perforation, device occlusion with clotting and dvt could not be confirmed. Filter fracture and vessel perforation are known adverse events associated with implanting vena cava filters and are listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction. The instructions for use (IFU) states that migration is a potential complication associated with vena cava filters. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided it is not possible to establish a relationship between the reported events and the implanted device. Due to the nature of the complaint, the reported anxiety experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety, also, does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.